Event description:
During a low anterior resection procedure, there was a hole in the staple line of the rectal stump. The surgeon had to hand-sew the anastomosis to complete the procedure, which prolonged or time by 45 minutes. There was no patient consequence.